Event description:
It was reported that during a ptca treatment procedure, the maverick otw balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the proximal lad coronary artery. The lesion had been predilated with a maverick otw 9/1.5 mm balloon. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.